Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was in the cath lab and the cath lab team was connecting the patient to the monitor when it was noted that one of the controller data port pins was bent.  The controller was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed bent pins within the serial port of the controller. The bent pins did not allow the data cable or alarm silence adapter to connect to the controller. During supplemental testing, the serial port connector was replaced, after which the controller performed as expected and log files were successfully downloaded. Internal visual inspection did not reveal any anomalies. As a result, the reported event was confirmed. Log file analysis revealed two (2) high watt alarms were logged on 16/apr/2024; this is an additional finding, not related to the reported event. Based on risk documentation, multiple factors may have contributed to the observed high watt alarms including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on an investigation conducted, the root cause of bent socket pins within serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.